Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm diameter saccular thoracic aortic aneurysm approximately 40 months ago. The proximal aorta was 33 - 38 mm in diameter and 51 mm in length. Distal aorta was 31 - 32 mm in diameter. Right common iliac diameter was 15 mm, and the left common iliac was 13.5 mm. The right and left femoral arteries were 10 mm in diameter. The aortic neck had mural thrombus. The thoracic stent graft was implanted in zone 3. The patient also had an abdominal aortic aneurysm that was repaired with three aneurx stent grafts. It was reported that the radiology report at the 3 year follow-up noted an unknown type of endoleak. The patient was further evaluated and the decision was made to not further intervene. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The thoracic stent graft was recently extended proximally to resolve a new aneurysm that developed at the proximal margin of the stent graft. No proximal type I endoleak was reported. This event was assessed by the investigator to be device related, but not procedure related. Following the secondary intervention, the patient experienced a change in mental status, which resolved without intervention. The investigator reported that the relationship to the device and procedure was not able to be determined. The patient also developed limb ischemia with loss of pulses in the right lower extremity, requiring a femoral to popliteal bypass which extended the patient's hospitalization. The investigator assessed this to not be device or procedure related. Then the patient developed compartment syndrome in the right lower extremity, which also required surgical intervention. The investigator assessed this event to not be device or procedure related.

Manufacturer narrative:
(B)(4). Results: endoleak. Cause and source of endoleak is unknown. Conclusion: cause and source of endoleak is unknown.

Event description:
Date of event (new aneurysm that developed at the proximal margin of the stent graft) has been received.